Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the implant and checking device the right ventricular (rv) lead amplitudes had deceased and an increase in pacing thresholds was noted. While the pocket was still open the lead was repositioned and the procedure was completed successfully. Additional information noted that after the procedure a perforation occurred when it comes to this right ventricular (rv) lead and treatment and re implantation would be performed. The procedure was completed and the same lead was positioned in another area. It was noted that the perforation occurred at the first implant while trying to reposition the lead the lead may have been had excessive force applied resulting in the perforation and bleeding. No additional adverse patient effects were reported.